Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.

Event description:
On january 19, 2007 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra test strips were peeling. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however, was unable to reach her by telephone. On january 22, 2007 the mas mailed a letter requesting the patient contact medical affairs. In 2006, the patient attempted to the test her blood glucose level; however, the reported test strips were peeling upon insertion into the meter; she claims she was unable to obtain a reading. At that time, the patient was experiencing the symptoms of sweating, irritability and forgetfulness. The patient did not test her blood glucose level using any other device. Following the use of the meter, the patient took 40 units lantus insulin. The patient's husband took her to the emergency room, where her blood glucose level was tested to be greater than 500 mg/dl. The patient was treated with insulin, and admitted to the hospital. It would have been helpful to determine if the patient was able to obtain any blood glucose readings with these test strips, for how long the peeling test strips issue had been occurring, her blood glucose readings prior to the onset of symptoms, if the patient took her usual meals and medications despite not being able to test her blood glucose level, her medication regimen, her admitting diagnosis, and her expected blood glucose results. The customer care advocate (cca) determined the patient's testing technique was correct. The meter and test strips were replaced. The patient was unable to obtain an actionable blood glucose reading, which she alleges was due to test strip issue. She experienced symptoms suggesting hyperglycemia, received medical attention, treatment with insulin, and admission to the hospital. Therefore this complaint is being reported as an adverse event.